Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The battery was removed and the device was analyzed with a power supply and found to be normal. The battery was sent out to the vendor for further evaluation. An internal battery anomaly was found, which resulted in a low resistance and premature battery depletion.

Event description:
The lead was capped and replaced.